Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to what appears to be a broken neck on the x-ray. Head came out in the dual mobility liner with part of the neck. The other piece of the neck was in the stem. Dr. (B)(6) removed the stem and made no attempts at drilling/tapping the remnant of the neck out of the stem. He went straight to removal of stem. The patient was on vacation when she fell and it is unclear if she fail due to failure of the neck or if the fall resulted in a broken neck. (Right). Cultures taken.